Event description:
It was reported in the journal of neurointerventional surgery that follow-up angiography performed post stenting treatment revealed an asymptomatic in-stent restenosis occlusion that resulted in development of collateral flow since the time of stenting. No additional information is available.

Event description:
It was reported in the journal of neurointerventional surgery that follow-up angiography performed post stenting treatment revealed an asymptomatic in-stent restenosis occlusion that resulted in development of collateral flow since the time of stenting. No additional information is available.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. In-stent restenosis and in-stent occlusion are known and anticipated complications associated to these types of procedures and are listed as such in the device direction's for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.